Event description:
Reporter indicated a vns patient was hospitalized due to having painful stimulation in the neck. No known trauma occurred. The patient was hospitalized to preclude a serious injury per the reporter. The vns was disabled, but the patient continued to report, she felt painful stimulation and was observed to have voice alteration with the reported stimulation. The patient had the vns settings increased slightly three days prior to the painful stimulation occurring. The patient later had generator replacement surgery only due to the painful stimulation; the original lead was not replaced. Since the surgery, the patient's new vns generator has been turned on and the patient is no longer experiencing any painful stimulation. Attempts for return of the explanted generator are in progress.